Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A rod gripper was returned with a broken spring. Additional event details were requested but not made available.

Manufacturer narrative:
The returned rod gripper was evaluated. The mouth was found to be deformed, likely as the result of repetitive uses. The spring which attaches to the arm was also deformed and no longer attached to the arm. The cause of the detached spring cannot be determined as information is not available regarding the use of the device or events leading to the detached spring. A review of the manufacturing records did not identify any issues which would have contributed to this event.